Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's father reported the incident.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and sugar was 321mg/dl. Customer¿s current blood glucose was 325mg/dl. The customer was wearing the insulin pump during the hospitalization. Customer reports insulin exited at the qr. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the delivery accuracy test. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device functioning properly during testing. Device received with minor scratched lcd window and cracked retainer.